Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Due to no device return, an investigation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore from medrio clinical study (B)(4): on (B)(6) 2020, the patient was treated for a thoracoabdominal aortic aneurysm using three gore® viabahn® vbx balloon expandable endoprostheses, implanted in the right renal artery (22300501/bxa067902a), left renal artery (22300500/bxa067902a) and superior mesenteric artery (22276962/bxa075902a). On (B)(6) 2020, thrombosis was observed within the gore® viabahn® vbx balloon expandable endoprosthesis (22300501/bxa067902a) located in the right renal artery. On (B)(6) 2020, a balloon angioplasty was performed to treat the stenosis within the right renal artery stent. Additionally, a medtronic everflex stent 7mm x 60mm was implanted to treat the occlusion within the gore® viabahn® vbx balloon expandable endoprosthesis (22300501/bxa067902a). On (B)(6) 2021, stenosis was observed within the gore® viabahn® vbx balloon expandable endoprosthesis (22276962/bxa075902a) located in the distal superior mesenteric artery stent. It was also noted there was stenosis within the gore® viabahn® vbx balloon expandable endoprosthesis (22300500/bxa067902a) located in the distal left renal artery stent. On the same day, an angioplasty procedure was performed to treat the in stent stenosis of the gore® viabahn® vbx balloon expandable endoprosthesis (22276962/bxa075902a) located in the distal superior mesenteric artery stent with a 7 x 20 mm angioplasty balloon. Additionally an angioplasty procedure was performed to treat the in stent stenosis of the gore® viabahn® vbx balloon expandable endoprosthesis (22300500/bxa067902a) of the distal left renal artery with a 6 x 20 mm angioplasty balloon.